Event description:
It was reported the patient never attained worthwhile relief and a system explant was planned for (B)(6) 2015. Diagnostic testing included a dye study, rotor study, and the logs were checked. The cause of the issue was undetermined. It was further reported the patient had less than 50% therapy relief and the patient¿s status was ¿alive-no injury.¿ on (B)(6) 2015 additional information received indicated the case was being rescheduled and had not occurred yet. Per the reporter the patient was very thin and has found the pump to be uncomfortable and a nuisance. Also the patient has only gotten 10-20% relief from the therapy but less than what the patient expected. The pump was being used to deliver morphine and dilaudid. Patient outcome was not reported. Further follow-up was being conducted to obtain information. If additional information is received a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 8782, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Product ID: 8784, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).